Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that the insertion tool was securely placed in the hub of the microcatheter prior to attempting to advance the embotrap. The rhv was tightened to hold the insertion tool in position during the advancement of the device. The device was flushed without difficulty. The device was advanced through the hub. There was no report of the device or the microcatheter being damaged. The device was able to only move midway within the microcatheter. Two passes were made to attempt to retrieve the clot with xt 27 catheter. There was no report of any physical material within the device. There was no difficulty removing the device from the patient. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a mechanical thrombectomy, the physician tried to deploy an unspecified embotrap revascularization device through a prowler select plus 150/5cm (606s255x, 30330255). While advancing the embotrap through the prowler select plus microcatheter (mc), the user faced resistance. He tried a few times but still faced issues. Therefore, the doctor deployed the embotrap through an xt 27 catheter. There was no patient injury reported. Additional information received indicated that the insertion tool was securely placed in the hub of the microcatheter prior to attempting to advance the embotrap. The rhv was tightened to hold the insertion tool in position during the advancement of the device. The device was flushed without difficulty. The device was advanced through the hub. There was no report of the device or the microcatheter being damaged. The device was able to only move midway within the microcatheter. Two passes were made to attempt to retrieve the clot with xt 27 catheter. There was no report of any physical material within the device. There was no difficulty removing the device from the patient. The product was returned to cerenovus for evaluation. Visual inspection and functional testing were conducted on the returned device. The visual analysis of the returned prowler select plus 150/5cm microcatheter revealed that no damages or anomalies were observed on the device. The ID and od of the prowler select plus 150/5cm microcatheter were measured and found within specification. The device was flushed using a lab sample syringe, and a lab sample guide wire was inserted into the microcatheter and it was advanced until the distal tip without any difficulty, no resistance/friction was felt during the functional test. A manufacturing record evaluation was performed for the finished device 30330255 number, and no non-conformances related to the malfunction were identified. Since no damages were observed on the prowler select plus 150/5cm and the functional test could be performed without problem, the customer complaint regarding ¿catheter (body/shaft) - resistance/friction-inner lumen with loss of mc cerebral target position¿ was not confirmed. Resistance/friction is a known potential issue associated with the use of the device. The event described could not be confirmed as the device was found without damages and a functional test was performed without problem. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use (IFU) does contain the following recommendations and warnings: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Remove catheter and inspect to verify that is undamaged. Do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel damage or tip detachment during the procedure. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a mechanical thrombectomy, the physician tried to deploy an unspecified embotrap revascularization device through a prowler select plus 150/5cm (606s255x, 30330255). While advancing the embotrap through the prowler select plus microcatheter (mc), the user faced resistance. He tried a few times but still faced issues. Therefore, the doctor discarded the mc and deployed the embotrap through an xt 27 catheter. There was no patient injury reported.